Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that her son experienced high blood glucose and he was wet, insulin leaking everywhere. The customer¿s blood glucose level at the time of incident was 560 mg/dl and was treated with manual injection. The customer mother declined troubleshoot for high blood glucose. Customer went through 4 infusions sets but blood glucose was still not dropping. The insulin pump, reservoir and infusion set will not be returned for analysis.